Event description:
Patient called lfs in 06/03 alleging the ot ultra meter would not turn off. The patient reported experiencing no symptoms at the time of testing. No adverse event reported. To start a new test, patient has to turn the meter off and then turn it back on. When the meter does not turn off, patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. The issue with the meter was not resolved. No further information has been provided.